Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Section h11 of initial MFR report # 0003015876-2021-02041 indicates: physio-control evaluated the customer¿s device and verified that the error code was logged in the memory of the device. Physio replaced the device¿s main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy. Section h11 should indicate: stryker evaluated the customer¿s device and verified that the error code was logged in the memory of the device. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be determined. Sections h6 (results and conclusion code) of initial MFR report # 0003015876-2021-02041 indicate: impedance problem identified and cause traced to component failure respectively. Sections h6 (results and conclusion code) should indicate: operational problem identified and cause not established respectively.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified that the error code was logged in the memory of the device. Physio replaced the device¿s main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.